Event description:
The customer contacted baxter's technical service center regarding a system error (se) 2267/2367 alarm, which occurred on the homechoice (hc) during use, during fill 3 of 4. The patient was connected either at the time of the alarm or observed air. The baxter technical service representative (tsr) advised the home patient (hp) to call the registered nurse (rn) in the next 24hours and let them know what happened. During troubleshooting, there was nothing found that caused or contributed to the alarm. There was patient involvement, but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed.